Event description:
It was reported that the customer's insulin pump alarmed motor error during the basal delivery. Troubleshooting was performed, and a manual prime was performed, but the alarm did not recur. However, a fixed prime was programmed and the alarm recurs, even when the reservoir was not in the insulin pump. Advised that the device will be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test and alarmed motor error during rewind as a result of a motor encoder signal being out of phase. The device had missing end cap sticker.